Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.